Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had a pause episode that lasted over 30 seconds noted on merlin.net transmission. The pause episode believed to be a false due to loss of contact and was undersensing. No further information was available.

Event description:
New information noted there was only 1 episode of the issue and no further episodes were observed. No programming changes were made.